Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The inferior two sliders were both broken at the time of the revision surgery. The inferior sliders and screws were removed and provided; however the plate and remaining screws were left implanted. The patient is reported to be asymptomatic and there are no plans for a revision surgery. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was completed due to screw backing out of the resonate plate at c6 beyond the locking mechanism post-operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The patient is reported to be asymptomatic and there are no plans for a revision surgery. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a screw backed out of the resonate plate at c6 beyond the locking mechanism post-operatively. There are no plans for a revision surgery.